Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID 8709, lot# j0058191r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown dose and concentration) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The pump was alarming and needed to be replaced. The pump was explanted in 2014(device registration lists explant date as (B)(6) 2014) and the patient chose not to have the pump replaced. The pump was removed at the request of the patient, as it was causing abdominal spasms. The patient was stabilized on the medications prior to implant. According to the healthcare provider (hcp), no pump alarm occurred at any visit. The mesh surrounding the pump was left in and was the size of a golf ball in the patient's abdomen. The mesh was "wrapped around every vein" in the patient's abdomen and the surgeon would not remove it. It was noted the manufacturer representative was present at the appointment (unknown date). No further information was provided. History: neuromuscular neuropathy.